Manufacturer narrative:
(B)(6).

Event description:
The hospital medical engineer (me) reported that an alarm was sounding and the unit shut down. The unit rebooted, but the alarm recurred and the unit shut down. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was replaced with a vision unit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service technician reported that it was confirmed the following alarms were displayed after the unit started up: check vent: 3.3v supply failed; check vent: 5v supply failed; check vent: 35v supply failed; check vent: mc pcba adc failed; check vent: blower temperature high, and check vent: ovp circuit failed. After ten minutes of running the ventilator, the inoperative blower temperature too high was displayed then the unit stopped operating. In addition, it confirmed that the alarms sounded with five continuous tones when the check vent alarms and vent inoperable alarms occurred. The service technician replaced the motor controller pcba, and the issue was corrected. The software version of 2.30 was checked as well. The unit was checked overall, cleaned, run in tests, and functionally tested.